Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test. The product analysis lab (pal) evaluated the device. Internal and external inspection was completed with no issues noted. The ac voltage at ac power switch output was checked with no issues. The device was checked the electrical shorts with no issues noted. Both ac input leads were checked for leakage to ground and it was observed that both lead were electrically conductive to ground. It was observed that this conductance disappeared when the power supply was disconnected. The power supply was swapped. The power supply was scrapped and the device was sent for servicing. If there is any additional relevant information from that review, a supplemental medwatch will be filed.